Event description:
I need my phillips CPAP machine this horrible company has not yet replaced mine. I have waited a year and promised one, that has never come. The 3rd party they have assigned to handle this (and website) do not provide the sufficient help required. Me (B)(6) (I need my machine)! I cannot receive the treatment, due to the red tape.